Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4196 implantable pacing lead (B)(6) 2010; 5072 implantable pacing lead (B)(6) 2010; 6947 implantable tachy lead (B)(6) 2010. (B)(4).

Event description:
It was reported the device battery depleted prematurely. It was noted the right and left ventricular outputs were set high. The device was removed and a new device was implanted. No patient complications have been reported as a result of this event.